Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one month and twenty-seven days post a port placement via the right internal jugular vein, the catheter was allegedly fractured or disconnected at its junction with the port hub with approximately 3.2 cm of separation between the hub and the catheter. It was further reported that the distal tip had allegedly migrated into the right atrium. It was also reported that the port catheter was allegedly unable to get a blood return. Furthermore, the port and catheter were identified with a small piece of fractured catheter remaining. Reportedly, the port and the catheter were removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture, as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that sometime post a port placement, the catheter had allegedly fractured. There was no reported patient injury.